Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin t gen 5 stat assay on a cobas 6000 e601 module. A doctor questioned the initial values, so the samples were repeated. The final repeat values of the samples were measured on either the same analyzer or a second analyzer. For each sample, it is not known which analyzer was used for the final repeat testing. The final repeat values were deemed correct. The first sample initially resulted in a troponin t value of 53.46 ng/l. The repeat result of the sample was 36 ng/l. The second sample initially resulted in troponin t values of 13 ng/l and 28 ng/l. The repeat result of the sample was 28 ng/l. The third sample initially resulted in a troponin t value of 43 ng/l. The repeat result of the sample was 76 ng/l.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The field service engineer verified the rinse levels after cleaning the rinse flowpath, specifically the mixer and extra wash station. The rinse levels and rinse stations were working within specifications. Precision studies were performed and recovered within specifications. The investigation is ongoing.

Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.